Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple fill resistance issues occurred. Customer's blood glucose was between 72-127 mg/dl. Customer was able to load cartridge using a new needle and syringe.